Event description:
It was reported that the pt could not feel a stimulation sensation; however, she felt overstimulation only when leaning back. Positional changes caused changes in stimulation. The pt also experienced increased pain in her lower left extremities. There was no known accident or incident related to this event. The pt was at home in fair condition. Additional info received reported high impedances over 3,600 ohms on contacts 1&0. The lead was revised on (B)(6) 2011. The pt did not require hospitalization due to the event.

Manufacturer narrative:
(B)(4).